Event description:
Related manufacturer reference number: 2017865-2021-34152. It was reported that the patient presented for generator change. It was noted that the patient experienced chronic phrenic nerve stimulation due to their left ventricular (lv) lead. Therefore, the physician elected to cap the lv lead on (B)(6) 2021. It was also noted that the patient's right ventricular (rv) lead exhibited brief oversensing of noise prior to noise reversion. No intervention took place to address the rv lead oversensing. The patient was in stable condition.